Event description:
Surgeons had an anchor break off at the eyelet the patient's shoulder. The anchor break off at the eyelet the patient's shoulder. The anchor was "partially retrieved" and the case was finished with a competitor's product. It was reported that the surgeon dilated the site prior to insertion and utilized the ao-2 finger technique. The size of the dilator used is unknown. No significant(>40 minutes) delay was experienced and no patient injury resulted.